Event description:
It was reported that the product did not cool during cardiopulmonary bypass surgery. No patient injury was reported.

Manufacturer narrative:
An investigation was performed on the device and no failure was detected. The hospital was found to have been using an additional cardioplegia delivery device in line with the hx2. This resulted in the failure. The system operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.